Manufacturer narrative:
(B)(4). Date sent: 03/31/2020. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The visual analysis was consistent with an explanted device. The link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 22957 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has the patient¿s chest tightness resolved since explant?

Event description:
It was reported that post-op of a removal of magnetic sphincter augmentation device (linx), patient had linx surgery on (B)(6) 2019. Patient has been experiencing upper chest tightness ever since the implant. Baclofen didn¿t help. Patients gerd symptoms have been resolved, but not happy with his experience and wants it out. Surgeon explanted due to this reason. There were no patient consequences reported.